Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had caused breakdown, a small pressure stage 2 blister about the size of a piece of rice occurred on two of their patients.